Manufacturer narrative:
B3: month and year are known, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, "the air in the cuff drains easily." The event occurred during infusion at patient's home. There was a patient involvement, but no harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: one used decontaminated sample was received in a plastic bag without its original packaging. Under visual inspection the sample appeared to be in good condition. A functional inflation test was performed and after twelve hours the cuff was still fully inflated. Based on the results of testing the reported failure was not observed, and the root cause was unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.